Event description:
Pt's sling was found to have eroded through the vaginal wall and had become palpable outside of the vaginal wall."

Event description:
"Dr states after removing a large inflammatory mass of the vaginal wall, deep exploration toward the left endopelvic fascia revealed some prolene sutures that were obviously attached to the bone anchor. They were pulled loose and removed from the bone anchor. Apiece of sythetic sling was removed also."